Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the guide broke during insertion, or due to torque manipulation of the device with the foot open against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: the knot of the first suture advanced but did not achieve complete hemostasis. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the suture of the first prostyle device was successfully deployed and pre-placed as intended. During use of the second device, a guide break occurred. It was not separated as it was held together by the actuator wire. The physician cut the suture to alleviate any tension before pulling the device safely out, which was removed as a single unit. The pre-close technique was abandoned. The sheath was upsized to a 14f and the aaa procedure was completed. Surgical cutdown with manual suturing was done to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.